Event description:
It was reported that during a total laparoscopic hysterectomy, the blade broke while cutting through tissue. The blade was retrieved from the patient with no incident. Another device was used to complete the case. There was no consequence to the patient.